Event description:
The customer received a blood glucose reading of 20mg/dl on the contour next. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The strips were not expected to be returned. A new meter was sent to the customer.